Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged unresponsive issue was verified, but the shattered issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to share an alternate method of insulin therapy.